Event description:
New information notes that the new device was implanted on the other side of the chest. Old device was turned-off and remained implanted. Patient was fine and was waiting for an appointment for the explant of inactive old device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that few days after implant, premature battery depletion was observed. Upon interrogation, battery alerts on the day of implant were also noted. Device replacement was considered. Physician is waiting for patient's health to improve to explant the device. No further information was available.